Event description:
A customer observed a pt sample that forward typed as a group b and reverse typed as a group ab using a a/b/d mono and reverse group gel card. An event of this type could cause a pt's blood type to be misclassified. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer's observations were verified. Only with a manual tube test was the weak a positive result observed. The tecan and reader were confirmed to be operating as expected by technical support. However, the gel card can not be ruled out as a contributing factor. Based on the available info this event is most likely sample related.